Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. It was reported that the patient had ineffective pain relief. They had an increase in pain radiating into the front of their thighs, which was worse when laying down. They requested a different device and/or pump. On (B)(6) 2019, they trialed a different system with successful pain relief. On (B)(6) 2019, they had the system explanted and was replaced with another device, resolving the issue. No further complications were reported or anticipated.